Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure. A review of the logs showed the permanent cautery spatula instrument (part# 470184-13 / lot# n10210621-0045) was used on (B)(6) 2022 during this hysterectomy malignant surgical procedure with system (B)(4). The permanent cautery spatula instrument had 3 uses remaining. In addition, a review of the site's complaint history identified no other complaints related to the permanent cautery spatula instrument. An image of the permanent cautery spatula instrument related to this event was received and reviewed. One of the mechanical cables was found to be broken. This complaint is being reported due to the following conclusion: this permanent cautery spatula instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure (ports were not placed), the customer noted an issue with the permanent cautery spatula instrument cable. The customer replaced the permanent cautery spatula instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.